Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The alarm log was reviewed and there was no previous alarm to the se 2367. They advised the home patient (hp) they would need to start over with new supplies or use manual supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call form the home patient on (B)(6) 2013 and he said there was nothing wrong with the supplies that day. He said everything primed fine, there were no open clamps or any connection problems with any of the lines. He did not disconnect from the machine at all while in therapy. He finished with manual supplies that day. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.